Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a surgery robot-assisted proctectomy, at the end of the operation, when the specimen was being removed from the patient with the specimen retrieval pouch. The specimen and some clips were in the bag. When the surgeon pulled on the device, the bag broke at the bottom. The specimen and clips were loose in the abdomen. The doctor had to make a larger incision of more than 1.54cm, to grab the specimen and some clips and take it out. The physician got some clips but one was missing and remained in the abdomen. There was an unanticipated tissue loss and tissue damage due to the product problem.